Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, dry skin, pustules under entire patch area. The patient consulted a general practitioner on (B)(6) 2023 and they performed an incision and drainage. At the time of the report the patient was stable. No additional patient or event information is available.